Manufacturer narrative:
The date received by manufacturer has been used for this field. (B)(6). Investigation: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for insufficient blood flow with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that a bd preset¿ syringe with eclipse¿ needle filled very slowly during blood collection. There was no report of injury or medical interventions.